Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button intermittently stopped functioning. The customer resolved past events by repeatedly pressing wake button until display turned on. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was 422 mg/dl at the time of the reported event. Reportedly, the customer continued using the pump for insulin therapy.